Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The customer's wife initially called to report no delivery alarms. The caller then stated that the customer was taken to the emergency room with a blood glucose reading of 30 mg/dl. Nothing further was reported.